Event description:
Boston scientific received information that an unknown to any boston scientific employee, this right atrial (ra) lead was capped over seven years ago. The ra lead was replaced with a non boston scientific ra lead. No allegations of malfunction, non boston scientific field representative just called this information in. Additional information was requested, but the patient's physician did not know anything about this. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.